Manufacturer narrative:
Method: complaint history review. Results: the customer reported event of a xia 3 titanium blocker disengagement was not confirmed as no product has been returned for evaluation and no additional information has been received that could aid in confirming the event and determining the cause. No manufacturing records could be reviewed because no lot # was provided. No harm was reported for this event. Conclusion: the cause of the reported event could not be determined as the event was not confirmed and no product has been received for evaluation.

Event description:
It was reported that "all parts have been loosen a bit" but the devices remain implanted.

Event description:
It was reported that "all parts have been loosen a bit" but the devices remain implanted.